Event description:
Perclose failure to left femoral artery. After cardiac cath complete, attempt to close left femoral artery (lfa) with the perclose device. Per md - there was a malfunction of device in that the suture was not deployed and unable to remove device from artery. Consult with vascular surgeon who transported patient to or for cutdown and removal. No known long-term effect on patient.